Event description:
Plate & screws inserted into right femur in 2000. In 11/2000 x-rays indicated one screw & plate, just proximal to screw location had fractured. In 12/2000 hardware removed & exchanged.